Event description:
Atrial undersensing was alleged. No atrial egm was available for viewing. Discussed atrial sensitivity values. If atrial lead is undersensing consider programming off the pr logic discriminators. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)